Event description:
It was reported to by the kit and consignments manager, that "the devices got blocked".

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.